Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. Pt mentioned during today's call, over the last two to three weeks they have been having a lot of trouble with pain. Pt explained the first 5-6 months were perfect after getting the scs ins but then mid-june it stopped controlling their pain and was getting worse. Pt commented they had been to see a  manufacturing representative (rep) who checks their stimulator. The rep had told them their machine had not been on for a month from what their computer was telling them. Pt stated the rep had checked them the week before and changed some of the things (programs). Patient services (pss) understood pt was referring to rep reprogramming the ins. Pt said they did not know how that could be because they had been charging the ins everyday. Pt said they are able to feelthe stimulation when the ins therapy is on and they normally keep therapy on always. Patient services (pss) reviewed monitoring the ins by checking that stimulation therapy is on by utilizing stim on/off button. Pss reviewed when the ins becomes critically low the ins will automatically shut off and pt will need to turn it back on. Pt said they had spoken with tyler over the phone several times where they did some things over the phone and then met in person on august 4th & 11th. Pt said they had also spoken to a laurie while tyler was unavailable. Pss documenting information given during call. The patient was redirected to their healthcare provider to further address the issue. The reason for call was pt reported pain stim therapy is not controlling her pain at all. Pt clarified for the past 2 months she is back to step 1 - feeling like she was before the ins was implanted pt reported she has had a couple of falls. Pt clarified (B)(6) 2022 were the falls.pt stated she was having trouble before the falls and it has just gotten worse with time pt stated maybe starting in (B)(6) 2022 pt stated she had a really good 6 months with the ins in the beginning pt has gone to see the stim techs (tyler) and they tell her the ins is working for 2 weeks in a row (B)(6) 2022- pt verified she has not had any xrays of the lead wires. Pt has an appt coming up on 30th sept with dr (B)(6) @ 10:30 am. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had an appointment with their healthcare provider (hcp). The pt had an x-ray and found that the leads have moved out of place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from patient regarding their complaint, patient states stimulation could not control their pain. Patient adds the leads were not placed high enough. Steps taken to help resolve the issue was patient adds they will have a new lead placed in their spine high in the thoracic area.